Manufacturer narrative:
Thv/tvt registry investigation is ongoing. Device not returned.

Event description:
As reported by implant patient registry, approximately 1 month, 12 days post-implantation of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, the 26 mm sapien 3 valve was explanted. The reason for the explant was primarily due to migration of the valve. The patient was instructed to go to the emergency room with sob, anemia and computed tomography (CT) workup revealed the tavr valve had migrated into the left ventricular outflow tract (lvot) with paravalvular leak (pvl). Per the transthoracic echocardiograms (tte), the tavr valve now had a mean gradient 17mmhg, moderate aortic regurgitation, (predominantly pvl) but could not rule out central aortic regurgitation as well. Compared with previous echo, both the mean gradient and severity of aortic regurgitation had increased. Explant of the 26mm sapien valve with aortic valve replacement using a 25mm inspiris surgical valve was successfully performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for valve migration, paravalvular leak and central leak requiring device explant was confirmed based on review of medical records. However, there was no indication during this evaluation that a manufacturing non-conformance would have contributed to the complaint events. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), is known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to the reported adverse events (migration and pvl). The root cause of the migration cannot be determined due to the limited information provided. It is possible that it was related to one of the mechanisms mentioned above. The valve migration in turn may have caused the valve to not be fully apposed to the implant target zone, resulting in the worsening paravalvular leak. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, the blood flow back pressure could be decreased with the presence of paravalvular leak, which led to suboptimal leaflet coaptation resulting in central regurgitation as reported. This can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (paravalvular leak) may have contributed to the central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.